Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g4, g7, h1, h2, h3, h6, h11. As reported, while closing, the 6f-7f mynxgrip vascular closure device (vcd) failed. It seems to be a sealant problem. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f-7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle, the syringe was attached to the device with the stopcock open, and the procedure sheath was observed to have been on the device, fully retracted as received. The sealant and advancer tube were not returned with the device. The condition of the returned device is a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant and advancer tube of the returned device were not returned; therefore, a complete investigation could not be conducted. Per dimensional analysis, the device was noted to be within specification. Per microscopic analysis, no damages or anomalies were observed. A product history record (phr) review of lot f2006603 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy¿ was not confirmed during analysis of the returned device. Without the return of the sealant and advancer tube, a complete physical evaluation could not be conducted. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU) which is not intended as a mitigation of risk, remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2006603 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
While closing, the 6f-7f mynxgrip vascular closure device (vcd) failed. It seems to be a sealant problem. There was no reported patient injury. The device was stored per labelling and opened in sterile field. The device will be returned for analysis.